Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm on their insulin pump. The customer states they were trying to change their infusion set. The customer's blood glucose level at the time of incident was 185mg/dl. Trouble shoot was conducted. The issue was resolved with a reservoir change. The customer was advised to return the faulty reservoir, and replacement supplies would be sent out.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.